Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution selected for pulmonary vein isolation procedure. During procedure, it was noted that versacross dilator tip was damaged. The dilator was already deemed slightly torn and kinked at the front at the tip, while the physician was using a non-boston scientific wire. The procedure was completed successfully by using a different device. No patient complications have been reported. The product is expected to be returned.